Event description:
The customer reported that their machine "was not switching on." Philips considers this a failure to power on. There was no reported patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.